Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 26mm sapien 3 ultra resilia valve in the aortic position. During the procedure, the physician had difficulty passing the valve and commander delivery stem through the 14fr esheath. The physician exerted a lot of force and the system still did not advance. The team removed the entire system with the sheath and observed that there was a single valve strut protruding out of the 14fr sheath. A new system was used and the valve was deployed at 80/20 position with nominal volume @ 7atm. Surgery was completed successfully. As per follow-up with the fcs, the expansion tool was used and the loader was able to be fully inserted into the sheath/sheath housing. The sheath was not inserted at a steep angle. The delivery system was in the partially expandable portion (white portion) of the sheath when the resistance was noted. There was no initial visible damage on the sheath, only a strut from the valve poked through.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h3, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was returned to edwards lifesciences for evaluation. The visual inspection of the returned sheath revealed the following: the returned device was visually inspected for any abnormalities and the following was observed: crimped thv: sheath strain relief was removed and two struts were protruding through sheath shaft and two struts bent at the inflow; post expanded thv: bent struts corrected after post expansion, the valve is frame slightly distorted/canted, and the leaflets are wrinkled and dehydrated due to storage condition (prolonged crimping) during the return handling process. Due to the condition of the returned device (distorted frame), no applicable functional or dimensional testing was able to be performed. Imagery was provided by the site and revealed the following: one valve strut protruding through the strain relief. The complaint for "general risk - failure - frame damage" was confirmed through returned product evaluation. An existing technical summary captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result from increased push force. Product risk assessment is also captured in the technical summary, which applies to this complaint event. The risks outlined in the pra remain the same. The pra documents the difficulty advancing the delivery system through the sheath, resulting in difficulty or the inability to introduce delivery system/loader and advance through sheath, prolonging procedure, which did occur during this event. Trending analysis indicates complaint rates are within the control limit. The complaint did not exceed the pra re-escalation threshold. The root causes identified in the technical summary were reviewed and the following were identified as applicable to this event: tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen during advancement, leading to resistance. Per case note, patient access vessel had present of mild tortuosity. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Per case note, patient access vessel had present of mild calcification. Excessive device manipulation/ high push force can lead to the valve struts interacting with the sheath shaft and resulted the strut damage at the valve inflow side. As reported, "the physician exerted a lot of force and the system still did not advance.". The presence of the above factors can create challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath resulted in frame damage. The technical summary also outlines the extensive manufacturing mitigations in-place to detect a defect or nonconformance associated with this issue. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. In addition, assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place to mitigate this issue. Based on available information, investigation suggests that patient factors (calcification, tortuosity) and/or procedural factors (excessive device manipulation, high push force) may have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.